Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip failed to release from the delivery catheter. There were no patient complications reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.